Manufacturer narrative:
During testing, the device allowed fluid to flow from channel a when operating channels b, c, and d. This was due to the holster on the motor base assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the manufacturing facility, the device allowed fluid to flow from channel a when operating channels b, c, and d.